Event description:
The customer stated the unit would not deliver a shock. Patient involved.

Manufacturer narrative:
The device has not been received but is anticipated. Upon receipt and completion of the analysis, a supplemental will be submitted.